Manufacturer narrative:
The user reported that since sensor insertion, they were unable to obtain good or excellent signal. Signal loss occurred primarily when the user moved their arm, triggering "no sensor detected" alerts. The inserting hcp noted the user had thick skin and inserted the sensor deeper than usual. Placement troubleshooting via zoom confirmed signal variability with arm movement, and a transmitter replacement was approved. The issue persisted despite transmitter replacement, and the user was advised to contact their hcp for assistance with locating the sensor and to discuss next steps, including possible removal and replacement. RMA was issued for return of both the sensor and transmitter. By complaint closure, only the transmitter was returned to senseonics. Investigation found the transmitter passed all tests with no anomalies detected. Assessment of potential malfunction related to the sensor was not possible without the physical devices returned for evaluation. Data management system (dms) analysis confirmed persistent signal variability despite transmitter replacement. The user was re-inserted with a new sensor on (B)(6) 2026 and is currently using the system. The issue was likely attributable to the original sensor being inserted too deeply or misaligned.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving "no sensor detected", alerts which led to early sensor removal.